Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of concomitant products: s65 lead, implanted: (B)(6) 2007; sr53 lead, implant date: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately four months ago the patient experienced a ¿syncope-like¿ event. At the time the right ventricular (rv) lead sensitivity was adjusted. It was later reported the patient¿s spouse woke up and found the patient unresponsive in bed. The implantable cardioverter defibrillator (ICD) arrythmia log showed the occurrence of an episode at a thirty-minute time difference from what was reported by the spouse. ¿on paper¿ there were no visible signals on the marker annotations; however, the clinical data showed tiny signals with detections at one and two sensitivity millivolts. A review of the information suggests there was electro-magnetic interference (emi) on both channels of the ICD and the emi caused inhibition of pacing. Additionally, the low amplitude signal suggested diminished sensing and there was atrial fibrillation sensing with a normal sinus rate indicating cross chamber over-sensing with the rhythm sensed on the ventricular channel, as well as, under-sensing with loss of intrinsic paced signals. The rv lead displayed t wave over-sensing and there was double counting. Of note, it was learned the lead was implanted past the use by date. The patient was hospitalized, and intervention has not yet been determined. The device and lead remain in use and no further patient complications have been reported as a result of this event.